Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator exhibiting issues with bluetooth telemetry. No intervention was performed. There were no patient consequences.